Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the time of the generator changeout, the right ventricular (rv) lead had exhibited high superior vena cava (svc) impedance. The lead remains in use. No patient complications have been reported as a result of this event.